Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on 05/01/2018 stating that this lead exhibited a lead safety switch occurred in (B)(6) 2017. There was environmental noise and some oversensing episodes. There was no pacing inhibition or under-pacing observed. Isometrics were performed with the patient, which did not reproduce any noise. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).